Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 09:38:26. During night drain cycle four, the patient's ultrafiltration reading was 3817ml, indicating the home patient (hp) drained 3547ml more than their maximum programmed fill volume of 2700ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. The cause of the reported issue could not be determined. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing on the device. Should additional relevant information become available, a follow-up report will be submitted.